Event description:
It was reported that there was an alert for shock lead impedance out of range on this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed the presenting electrogram (egm) and found that the shock impedance had measurements greater than 200 ohms. Ts discussed troubleshooting including clinic evaluation. No adverse patient effects were reported. Currently, this ICD system remains in service.